Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, that cause injury and damage to the patient. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. A device malfunction has not been reported at this time. Given the limited information, currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, that cause injury and damage to the patient.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, that cause injury and damage to the patient. According to the information received approximately sixteen years and ten months post implant of the inferior vena cava (ivc) filter the patient became aware of the alleged events and reports to have perforation of the filter struts outside the ivc. Additionally, the patient states that due to the stress caused by the filter they have difficulty cleaning their home, cooking their own meals, and taking walks. The patient also reports that their sleep quality has been negatively affected by the filter. The indication for the filter implant was a right lower extremity deep vein thrombosis. The filter was placed via the right femoral vein and deployed at the l2-l3 level just below the right renal vein into the vena cava. The filter opened nicely and deployed without any tilting. The patient tolerated the procedure well and was returned to the recovery area in stable condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. A device malfunction has not been reported at this time. Anxiety and sleep issues do not represent a device malfunction and may be related to underlying patient specific issues. Anxiety often leads to difficulty sleeping. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due having a right lower extremity deep vein thrombosis. During the implantation of the filter via right femoral vein, the filter was placed and deployed at the l2-l3 level just below the right renal vein into the vena cava. The filter deployed without any tilting. It opened nicely as well. The patient tolerated the procedure well and was returned to the recovery area in stable condition. According to the information received in the patient profile from (ppf), approximately on or about sixteen years and ten months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of the filter struts outside the ivc. Additionally, the patient states that due to the stress caused by the filter they have difficulty cleaning their home, cooking their own meals, and taking walks. The patient also reports that their sleep quality has been negatively affected by the filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b1, b4, b5, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, that cause injury and damage to the patient. According to the information received approximately sixteen years and ten months post implant of the inferior vena cava (ivc) filter the patient became aware of the alleged events and reports to have perforation of the filter struts outside the ivc. Additionally, the patient states that due to the stress caused by the filter they have difficulty cleaning their home, cooking their own meals, and taking walks. The patient also reports that their sleep quality has been negatively affected by the filter. The indication for the filter implant was a right lower extremity deep vein thrombosis. The filter was placed via the right femoral vein and deployed at the l2-l3 level just below the right renal vein into the vena cava. The filter opened nicely and deployed without any tilting. The patient tolerated the procedure well and was returned to the recovery area in stable condition. The patient subsequently reported becoming aware of filter fracture within the ivc approximately twenty years and five months post implant. The patient also reported anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information available and without the procedural films or post implant images to review the reported events could not be confirmed or further clarified. Anxiety and sleep issues do not represent a device malfunction and may be related to underlying patient specific issues and can often lead to other somatic issues such as sleeping difficulty. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per an amended patient profile form (ppf) states that the patient experienced a fractured filter within the inferior vena cava (ivc). The patient became aware of the reported events approximately twenty years and five months after the index procedure. The patient also experienced anxiety, worry related to the filter.

Manufacturer narrative:
Correction to (product code).